Event description:
(B)(4). Within 2 months, full body urticaria painful and burning. Led to hashimotos, polyglandular type ii, ibd, fibro, reynouds, rls, insomnia, major depressive disorder. Hair loss, skin thinning, bruising, turning colors, flushing, heart palpitations. Ruined my life.